Manufacturer narrative:
The reported event of failure to capture was not confirmed. Final analysis found that as received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. No shorting was noted when a short test was conducted for shorts between conductors while manipulating and stretching the lead. Upon electrical testing, no indication of conductor fractures and internal shorts were observed. Visual and x-ray inspection of the lead found no anomalies.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead exhibited an inability to capture or pace when it was screwed in the atria. The ra lead was not used and was replaced. The patient was discharged with no reports of adverse consequences.